Event description:
It was reported that after inflation, there was an extremely long deflation time. No further info is available.

Manufacturer narrative:
Evaluation summary: follow up#2 the results of investigative analysis confirmed a pin hole in the middle portion of the balloon. There were several scratches visible at the pin hole. In addition there were scratches around the area of the rupture. Quality engineering has determined these findings are consistent with a rupture due to mechanical damage to the balloon material. The cause of the scratches could not be determined. As part of quality control process all rx rocket catheters are pressure tested prior to packaging and are visually inspected for damage to verify balloon integrity. Additionally, samples from each lot are tested to failure to evaluate the rated burst pressure. Quality assurance will continue to monitor for this type of product issue. This MDR is considered closed by the quality assurance department.